Manufacturer narrative:
A bci field service engineer (fse) evaluated the system. The fse decontaminated the ise system and replaced the carbon bridge and several electrodes. The customer reported that the automated weekly flow cell cleaning procedure was being used to perform cleaning. The customer was provided with the twice-weekly flow cell maintenance procedure to use instead. This reportable event was identified during a retrospective review of complaint conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneously low sodium (na), chloride (cl) and calcium (calc) results for 15 pt samples. In addition, the system gave erroneously low potassium (k) results for 2 of 15 pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There have been no reports of death or serious injury. The customer stated that the ion selective electrode (ise) system is calibrated and quality control (qc) samples are run every 8 hours. On (B)(6) 2010 at 2200, the ise system was calibrated and qc results were within the lab's established ranges. Around 0700 on (B)(6) 2010, the operator noticed that the na pt results were low. A qc was run and the na result was greater than 2 standard deviations low. The ise system was recalibrated. The pt samples run since (B)(6) 2010 at 2200 were repeated. Na, cl, calc and/or k results were higher and amended reports were issued. This is report 8 of 15 medwatch reports filed for this event for pt 8 of 25 pts.